Event description:
Same case as: 2134265-2009-04180. It was reported by the consumer that post a coronary drug eluting stenting treatment procedure, a rash occurred. Two lesions were stented; a 90% stenosed lesion in the distal left circumflex artery and a 90% stenosed lesion in a distal right coronary artery. A 3.0x16mm taxus express2 drug eluting stent was deployed in the right coronary artery at 14 atms. The pt at this time had transient bradycardia and mild hypotension relieved with a fluid bolus and transient neo-synephrine drip. A 3.5x20mm taxus express2 drug eluting stent was deployed in the distal left circumflex artery at 14 atms. No pt injuries or complications occurred. The pt was reported to be in satisfactory condition. The consumer reported that shortly after implant an "itchy rash" on their upper body, back and arms occurred. The pt has been seen by both a dermatologist and allergist and has had biopsies taken with an unk diagnosis. Additional info has been requested and is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.